Event description:
The customer reported that the PICC line noted to be leaking through the catheter. The line was saved by bedside staff. There was no patient harm. The patient felt inconvenient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was returned for the analysis. Upon review, the returned device is not manufactured by cardinal health site. Therefore, reported issue could not be confirmed. The root cause could not be determined based on available information. At this time, a corrective and preventive action is not deemed necessary. If additional information is obtained, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes.